Event description:
It was reported that for a pulse field ablation (pfa) procedure to treat an atrial fibrillation, during the procedure there were errors 303 and 201 on the generator, and the procedure was cancelled. No patient complications were reported. The device isn't expected to return for laboratory analysis. This event is being reported for aborted/cancelled procedure with a patient under sedation.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Manufacturer narrative:
There was no visual damage on the returned master pcba. The returned master pcba was placed in a generator and set to ablate. Error 201 would show a channel 3 issue. Channel 3 blue resistors were within the 4.7 ohms tolerance. The channel 3 gate driver ic was checked for failures. The 5v reference was checked on pin 2. The output was measured to be 8.1v meaning the gate driver is damaged. The response to the allegations has been confirmed. E.1.: initial reporter phone: (B)(6). This specific product upn is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
During a procedure, a farastar pulsed field ablation generator and farawave catheter were selected for use. During procedure, while were unloading the right superior pulmonary vein the 303-error was displayed. Then immediately the 201-error occurred. The console was started up and shut down approx. 10 times, the catheters were replaced but issue was still present. The console was defective. Due the errors, the procedure was cancelled. At cancellation time, no patient complications were reported. No further information was provided. It was further reported that the event (bsc ref# 19668975) was reported to capture the sud devices involved in the 303/201 errors, the event already captured in farastar complaint bsc ref# (B)(4).

Manufacturer narrative:
There was no visual damage on the returned master pcba. The returned master pcba was placed in a generator and set to ablate. Error 201 would show a channel 3 issue. Channel 3 blue resistors were within the 4.7 ohms tolerance. The channel 3 gate driver ic was checked for failures. The 5v reference was checked on pin 2. The output was measured to be 8.1v meaning the gate driver is damaged. The response to the allegations has been confirmed. This specific product upn is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that for a pulse field ablation (pfa) procedure to treat an atrial fibrillation, during the procedure there were errors 303 and 201 on the generator, and the procedure was cancelled. No patient complications were reported. The device isn't expected to return for laboratory analysis. This event is being reported for aborted/cancelled procedure with a patient under sedation.